Event description:
Report received of an overdelivery due to an operator error in programming. The pump initially was programmed in 04/2003 at 11:04 am to deliver an unspecified drug at a concentration of 5 mg/ml in the pca only mode with a pca dose of 1.5 mg, a pt lockout of 6 minutes, and no 4-hour limit. In 2003 at 6:25 am, the pump was reprogrammed to deliver a drug concentration of 1 mg/ml, instead of the intended 5 mg/ml, with the remaining settings unchanged. The pt received four 1.5 mg pca doses, which resulted in a total delivery of 30 mg instead of the intended 6 mg. At 2:00 pm, the error was reportedly discovered and the pump was reprogrammed to the correct drug concentration. Therapy was continued with the same pump. The pt did not experience any untoward effects and no medical interventions were required. The customer declined to provide the medication infused and any pt specific info.